Event description:
It was reported that the patient experienced a loss of therapeutic effect leading to an increase in urgency and frequency beginning (B)(6). The patient turned his interstim off to see if that helped, and it was noted that the patient had pudendal nerve problems and received relief from injections, and had previously undergone rf ablation, a failed neurostimulation trial, and botox. The patient did not have a managing physician, and noted that he knew that if he could not urinate he should go to emergency room where they will catheterize him. It was noted that the patient was taking a medication called avodart. It was also reported that the patient suffered from anal sphincter pain, and 2 days ago he experienced pain in the lower right abdominal area that felt like bladder pain. The patient had an appointment to see a urologist on (B)(6) 2012. It was noted that the patient did not report seeing a low ins battery icon on the patient programmer. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received confirmed that the patient had experienced a 50% improvement in their symptoms but noted that their condition was caused by pudendal neuralygia. The patient recently had an infection and had to have a tooth extracted yesterday. It was also noted the patient "flunked" the trial phase of the implant but did report that the permanent implantable neurostimulator was helping them. The patient was going to see their physician for further follow to have more urodynamic testing performed. The patient stated that their physician was not familiar with their device. If additional information is received, a follow up report will be sent

Manufacturer narrative:
(B)(4). Lead: model 3093-33, lot# v319247, implanted: (B)(6) 2009, explanted: na. Programmer: model 3037, serial# (B)(4).

Event description:
Follow up information reported that the patient still had concerns with their device therapy but was working with their new physician to resolve the issue. The patient still had an appointment of (B)(6), 2012 with the doctor. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).